Event description:
Reportedly this valve was explanted after 14 months due to 4+ regurgitation. At explant the dr saw a bent strut and one of the leaflets wasn't moving along with pannus. When pannus removed the leaflet was able to move. No further info provided.